Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex with a prismaflex m150 filter set, using citrate anticoagulation. Reportedly, the patient became hypotensive, bradycardic and had a cardiac arrest as soon as the blood in the extracorporeal filter reached the m150 filter with successful resuscitation.